Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The calibration and qc were within range at the time of the event. There were many sample quality-related alarms found in the alarm trace over a month. This is consistent with pre-analytical handling issues. The investigation is ongoing.

Event description:
There was an allegation of a questionable cobas 8000 e 801 module result from the cobas 8000 e 801 module for one patient. The initial result was 744 ng/l, and the repeat result was 34.9 ng/l. The repeat result on another analyzer was 36 ng/l. The physician called the lab to request a repeat of the sample as the initial result did not match the patient's history and clinical status.

Manufacturer narrative:
It was provided that the result of 34.9 ng/l is from a second sample for the same patient. A general reagent or analyzer problem was not present, as the qc was in range prior to the event. In the investigation of the images of the sample provided, there is some white particulate matter in the sample in question, as well as a potential film in the middle of the sample. This is consistent with pre-analytical sample handling. The investigation was unable to determine a specific root cause.